Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section b5 was incorrectly captured in the previous report, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, headaches related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The internal and external aspect of the device was evalauted and the manufacturer observed minor dust/dirt contamination on side panel, inside top enclosure, blower, blower box and inside bottom enclosure. Unknown contamination inside airpath of the blower box was observed. Evidence of keratin contamination on the blower box of the device was also observed by the manufacturer during device evaluation. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 errors of three #130 errors, err_task_wdog_time_out. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust and keratin contamination was observed, are consistent with being from an external source. Section d8, d9, h2, h3 has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.